Event description:
The manufacturer received a voluntary medwatch (mw5106555) in which it was alleged that seeing black particles in the device, sinus issues and morning cough,allergies, severe asthma that required use of an inhaler, lung and sinus irritation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5106555) alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles in the device, sinus issues and morning cough,allergies, severe asthma that required use of an inhaler, lung and sinus irritation. After the first attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.